Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1665146, #1666177, #1665952 and #1667115). The unused reciproc blue files r25 8/100 25mm 025 have been evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.